Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed battery runtime test. There was no patient involvement.

Manufacturer narrative:
The initial reporter named in block in the initial emdr is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The fse who encountered the issue replaced the batteries and completed a full pm. The unit passed all functional and safety checks. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a